Event description:
In 2000 had MRI of lumbar spine, sacrum, pelvis, complained of feeling hot states "felt like burning up" during MRI. Told that procedure "almost done" and MRI completed. Pt spoke to radiologist after procedure and sent home. Returned to ER next day and treated for 2nd degree burns on both arms above elbows where crossed arms during MRI. Lesser burns on back, stomach, above wrists. Problem reported to MFR and told MRI machine met specifications. Aslo told that on the same day the MRI machine had routine maintenance and no problems found. Pt continues to complain of occasional "hot sensation" inside body. Concerned that could have suffered internal burns.